Manufacturer narrative:
Citation: gafoor, s md. Tavr for pure native aortic regurgitation and failing regurgitant surgical bioprosthesis alternative indication or alternative fact? (2017), 10(10):1057-1059. Doi 10.1016/j.jcin.2017.04.013 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the implant of transcatheter bioprosthetic aortic valves to treat pure native aortic valve regurgitation (navr) or implanted into a regurgitant surgical bioprosthetic valves (shv). All data were collected from multiple centers who participated in an international voluntary registry. The study population included a total of 146 patients (age and gender were not provided). Medtronic corevalve and two non-medtronic devices were implanted during the study (serial numbers not provided). Among all patients adverse events included: valve dislodgment treated with a valve-in-valve procedure and moderate to severe aortic regurgitation. Multiple manufacturers were noted in the literature; based on the available information, these adverse events may have been attributed to medtronic product, however a direct correlation could not be made. No additional adverse patient effects or product performance issues were reported.